Manufacturer narrative:
According to available information, this device remains implanted and programmed to vvi pacing mode. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant, the right ventricular and non-boston scientific atrial leads were re-connected to this device. Satisfactory measurements were obtained through rf telemetry. This device was programmed to vvi pacing mode and the atrial lead was used for discrimination. After the pocket was closed and the patient moved off the bed, atrial lead signals had drastically changed and appeared that the atrial lead connection may not have been secured. A decision was made to program off the ra discrimination rather than reopen the pocket. The device remains implanted and programmed to vvi. No adverse patient effects were reported. A follow up visit was performed. Pocket manipulation revealed changes in the atrial signals, however it was thought this was due to an onset of fine atrial fibrillation. No further changes were made.